Event description:
Dr (B)(6) was in the process of putting the screws into the vertebral bodies through a swift plus plate. He inserted two screws and proceeded to remove the temporary pin he had previously placed. The pin wouldn't come out easily. Once he was able to remove it, we discovered the pin had broken off into the vertebral body. After considering the options dr (B)(6) decided it would cause more harm than good to try and retrieve the broken part of the pin. The rest of the case was routine.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.